Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s friend/family member regarding a patient with an implantable neurostimulator (ins) chronic low back pain . It was reported that the patient had their battery replaced with another manufacturer¿s device. The patient reported that their leads were still left in place at t8. It was asked why their battery was removed and the patient stated because it was not relieving their pain. The patient reported that they noticed this loss of therapy when their back ¿blew out¿. Th patient stated that they ¿blew a disc in their back in (B)(6) 2017. No further complications were reported/anticipated. Their loss of therapy occurred in (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient reported their system was replaced due to their lead breaking.